Manufacturer narrative:
Device 1 of 1. Common device name: cure catheter® for men. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
The product end user reports that "when he attempts to remove the catheter from the packaging it appears to be stuck to the packaging and he has to "yank it free" for those products that have this issue he notes the catheter then has "rough edges where it was stuck to the packaging". He reports he has "used some and had pain when using". He states it has occurred "over the last year". He also notes that in the past year he has had "several uti's and he feels it is related to this issue". He reports he has been "hospitalized for 2 uti's in the last year and treated for 5 uti's total in the past year". He denies any change to his technique. He reports he has been using the same product for "more than 3 years successfully". Consumer states he cleanses his penis with an antiseptic wipe from (B)(6) . He then opens the hydrophilic packaging and with sterile gloves in place he removes the water sachet and tears it open. He takes the catheter out of the packaging and pours the water over the catheter and also dips the tip into the water sachet. Per the product instructions the water sachet is to be broken while the catheter package is sealed, the end user is using the product incorrectly. He was advised on the proper use of hydrophilic catheters. The end user also reports that he uses additional lubrication that he purchases over the counter. The lubricant comes in a tube and he uses the same tube for many applications. No photograph received from end user depicting the reported complaint issue.